Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is per the caller's report of "about a week ago", from the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the freestyle libre 2 sensor detached prematurely, on day of application. The customer had no symptoms, but was taken to hospital and received treatment of rapid insulin (dose unknown) from a healthcare professional. There was no report of death or permanent injury associated with this event.